Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
During a tha surgery, the junction of the cup trial was damaged. There was a high possibility of misalignment between the trial and impactor.

Manufacturer narrative:
An event regarding damaged threads of a tritanium acetabular trial was reported. The event was confirmed. Device evaluation and results: the inner threads were notably damaged and worn. Significant damage was noted on the body of the device due to multiple usage. Material analysis engineer indicated damage on threads consistent with cross-threading and off axis loading. Medical records received and evaluation: not performed as no medical records were provided. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events. Conclusions: the event reported for during tha surgery, the junction of the cup trial damaged. The reported thread damage was confirmed on the basis of visual inspection. Material analysis engineer indicated damage on threads consistent with cross-threading and off axis loading. If additional information are received, this investigation will be reopened and re-evaluated.

Event description:
During a tha surgery, the junction of the cup trial was damaged. There was a high possibility of misalignment between the trial and impactor.